Event description:
It was reported that the balloon did not inflate and could not maintain the inflation. Additional information was provided by the customer, balloon inflated test but did not inflate after the insertion

Manufacturer narrative:
Customer report was confirmed. Balloon leakage was observed through the distal lumen due to a slit/split, 0.12" in length on the catheter body, underneath the balloon latex. The slit entered the distal lumen. No visible damage to balloon latex.